Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe does not fit easily into the valved trocar and then becomes stuck in the trocar. The probe was replaced. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The 25 gauge illuminated flex curved laser probe was manufactured on august 15, 2017. There were 1320 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).